Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure bubbles were observed. The target lesion was an unspecified saphenous vein graft (svg). A 7f wiseguide fr4 guide catheter was in place, attached to a y-adapter from the advantage 26 kit. During the insertion of a filterwire through the touhy, a "stream" of bubbles was noticed in the touhy. The filterwire was removed, re-prepped and re-inserted when another "rush" of bubbles was seen. The touhy was exchanged for another of the same; yet the problem persisted. The 7f wiseguide fr4 was then exchanged with another of the same catheter which "cleared up the issue with the bubbles". There were no patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a wiseguide guide catheter with an advantage y-adapter connected to the hub. A full 20cc syringe was connected and flush through and there were no leaks identified. Magnified and tactile inspection of the device revealed no irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure bubbles were observed. The target lesion was an unspecified saphenous vein graft (svg). A 7f wiseguide fr4 guide catheter was in place, attached to a y-adapter from the advantage 26 kit. During the insertion of a filterwire through the touhy, a "stream" of bubbles was noticed in the touhy. The filterwire was removed, re-prepped and re-inserted when another "rush" of bubbles was seen. The touhy was exchanged for another of the same; yet the problem persisted. The 7f wiseguide fr4 was then exchanged with another of the same catheter which "cleared up the issue with the bubbles". There were no patient complications reported with the patient's current condition listed as "ok".